Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecific bd syringe with eclipse needle point penetrates through shield. The following information was provided by the initial reporter, translated from spanish to english: needle stick injury after the safety mechanism was activated.

Manufacturer narrative:
After further review it was noted that there were more applicable imdrf e and f codes. The following fields were corrected: h.6 imdrf annex e grid - health effect - clinical code - corrected to e0210. H.6 imdrf annex f grid - health effect - impact code - corrected to f23.

Event description:
It was reported that the unspecific bd syringe with eclipse needle point penetrates through shield. The following information was provided by the initial reporter, translated from spanish to english: needle stick injury after the safety mechanism was activated.